Event description:
It was reported that before a demo case while booting, the error "internal power system comm connection error. Contact clue belt support. (400000004).." Was displayed. Sales rep tried a different port on cpu, swapped usb between ups and siu. Indicators in front of ups were normal. The device will be returned. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device was intended for use in treatment. During boot up, the system displayed the error "internal power system comm connection error. Contact blue belt support. The unit was sent to the service facility in minneapolis for investigation. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. We could not confirm if there was a relationship established between the reported event and the device. The device was returned for investigation. Both errors reported on the field report (400000000 and 4) indicated a communication error between the ups and cpu. The system was booted up and did not receive an error. The usb cable between the ups and cpu was not loose nor damaged. The usb cable was changed and rebooted without error again. No problem was found with the hardware or software. A factor that could have contributed to the issue is if there was a loose connection at the time of the issue.